Event description:
It is reported that the pt was revised due to dislocations. It is reported that the pt is a substance abuser and noncompliant.

Manufacturer narrative:
This report will be amended when our investigation is complete.